Event description:
During peritoneal dialysis, the pt noticed leaking at the second snap disconnect. Dialysis was discontinued. Pt then started with a new line/connector was also started on prophylactic antibiotics.